Event description:
It was reported that the device was explanted approximately after implant duration of 104 months, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.